Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope had dirt inside of the light guide lens. The issue was identified during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, d10, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection. Based on the results of the investigation, no problem detected with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.